Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited loss of pacing and it was noted that the patient's heart rate went below programmed parameters on their ipg. The right atrial (ra) lead exhibited undersensing and noise. The right ventricular (rv) lead also exhibited t-wave oversensing (twos). The ipg was replaced with a bi-ventricular (bi-v) ipg and both pacing leads remain in use. No patient complications have been reported as a result of this event.